Manufacturer narrative:
Evaluation summary: the product was returned and the optic was observed to be nicked/chipped with loose lens material, which may have been interpreted as the reported complaint "white crystaly residue".additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic has multiple small nick/chips with lens material close to the edge. The optic has small pieces of lens material and loose foreign material dried on the edge of the optic. The lens was cleaned for further investigation. The optic nick/chips are white when viewed under direct lighting conditions. The loose lens material and the nick/chips may have been interpreted by the customer as the reported complaint "white crystaly residue". We are unable to determine a root cause for the reported complaint. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, a " salt like white crystally residue noted on edge of optic when loading. Not used". There was no patient injury and the procedure was completed with a back up iol. Additional information has been requested.